Event description:
On (B)(6) 2012 customer reported that the probe wipe on the lh750 analytical station was leaking clear liquid. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not observe a leak. Upon arrival, the customer stated that they had flushed the slow running rinse block vacuum with bleach. Fse changed the tubes in the probe wipe vacuum. No further leaks were reported.

Manufacturer narrative:
Evaluation: results: vacuum. (B)(4).